Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? How was the case completed? No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After surgery, when emptying the reservoir in the ward, the spring broke and pressure could not be applied properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.